Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant procedure, the left ventricular lead was opened but not used due to the patient's anatomy. The lead was removed and replaced with another lead during another surgery. No patient complications have been reported as a result of this event.